Event description:
The customer contact reported that the pt rec'd more medication than intended. The tubing set was being used to deliver 100ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of 100ml of gemcitabine at a rate between 250ml/hr and 350ml/hr. No specific pump programming parameters were provided. It was reported that the primary solution container was lowered below the secondary solution container with two container hangers. It was reported that after the piggyback delivery was completed, the nurse noted that the primary solution container was empty and unspecified volume of solution remained in the secondary solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing sets were replaced after the delivery of medication, pt details, and the delivery rates of the medications.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.